Manufacturer narrative:
(B)(4). Date sent: 4/29/2024. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: since pph devices do not create donuts, please provide more details about the device malfunction could you please clarify if the device cut? If the device cut was the cut line fully circumferential around the target tissue? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hemorrhoidectomy the donut is incomplete after surgeon fired pph03. Another pph03 was used to complete the procedure with no issue. There was no reported impact to patient but just causing a delay for the surgery. Another pph03 was used to complete the procedure with no issue, the surgery was delayed 90 minutes. The procedure was successfully completed. There was no patient consequences.

Manufacturer narrative:
(B)(4) date sent: 5/23/2024 h12 corrected data: b1, h1 additional information was requested, and the following was obtained: 1. Since pph devices do not create donuts, please provide more details about the device malfunction ans: an incomplete donut is created after stapling was found the patient. 2. Could you please clarify if the device cut? Ans: yes 3. If the device cut was the cut line fully circumferential around the target tissue? Ans: yes upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.